Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed and the reported condition was confirmed. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the motor device had "exposed wires and a spring by the hand piece". There were no delays to a scheduled surgical procedure. It was unknown if a spare device was available at the facility. No injuries, medical intervention, or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.